Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: infection unknown onset.

Event description:
Patient reported right side no complaint against the device. Patient representative later reported "mental anguish and fear of alcl, evaluation for alcl, anxiety, increased risk of developing bia-alcl and other injuries and damages to be proven at trial", "infection", "rashes", "itching", "swelling", "heat sensation", and "chronic pain." Patient representative additionally reported "depression", "chronic headaches", "chronic insomnia, significant weight gain, ulcers, and chronic gastrointestinal upset"; these events are not device related. The device has been explanted.